Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via evaluation of the returned backup battery (serial number: (B)(6). The returned battery was evaluated by the manufacturer. The voltage of the returned backup battery was measured, revealing that it was approximately fully charged. The battery was connected to a test system controller, which was connected to a test power module/system monitor, and the controller went into run mode and activated a driveline disconnected alarm; this is consistent with the battery not supplying voltage to the controller. The battery was not accepted for charge in the controller. The system controller was connected to a mock circulatory loop and a backup battery fault alarm activated, reproducing the reported event. The backup battery fault alarm did not affect the controller¿s ability to operate the pump at the set speed while the controller was connected to the power module; however, the backup battery did not support the system when the controller was disconnected from the power module. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 system controller was shipped to the customer on 26jan2016. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 instructions for use (IFU) section 2, entitled ¿system operations¿, describes how to replace the backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. The heartmate 3 IFU and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller displayed backup battery fault and the backup battery was exchanged. When a test controller was connected to this backup battery, it displayed a driveline error.